Event description:
It was reported that leaking around the hub was noted.

Manufacturer narrative:
One 6f double lumen pro-line was returned for eval. A functional eval revealed a hole in the extension tubing with the purple luer where the luer is bonded. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Extensive testing was performed by the engineering department in an attempt to duplicate the failure. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however this type of failure began after the implementation of the two-part bond when the luer material was changed to isoplast. Engineering has determined that the two-part bond was a contributing factor. Changes have been made to the manufacturing process to eliminate the two-part bond. The luers are now over molded on the extension. Medcomp will monitor for future incident of this nature to determine the effectiveness of the preventative actions.